Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. Angiogram showed a bifurcation lesion "at the left main artery (lm) and the proximal and mid left anterior descending artery (lad) and distal left circumflex artery (lcx)". Treatment of the 80% stenosed, 3.5x68mm target lesion located in the severely tortuous and moderately calcified mid lad was performed. The lesion was predilated with a 2.5x15mm maverick balloon with 4 inflations at 16atms for 10 seconds, reducing the stenosis to 60%. A 2.5x12mm taxus liberte stent was then advanced to the lad but was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent struts were raised. The procedure was successfully completed by implanting five taxus liberte stents; sizes 2.5x12mm, 3.5x12mm, 2.75x24mm, 2.5x24mm and 4.0x12mm, overlapping in unspecified locations within the lm, lad and lcx. The lesion was postdilated with a 4.0x12mm quantum maverick balloon. No patient complications were reported with the patient¿s current condition listed as "stable".

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Proximal stent struts on rows 1-2 from the proximal edge were misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. Angiogram showed a bifurcation lesion "at the left main artery (lm) and the proximal and mid left anterior descending artery (lad) and distal left circumflex artery (lcx)". Treatment of the 80% stenosed, 3.5x68mm target lesion located in the severely tortuous and moderately calcified mid lad was performed. The lesion was predilated with a 2.5x15mm maverick balloon with 4 inflations at 16atms for 10 seconds, reducing the stenosis to 60%. A 2.5x12mm taxus liberte stent was then advanced to the lad but was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent struts were raised. The procedure was successfully completed by implanting five taxus liberte stents; sizes 2.5x12mm, 3.5x12mm, 2.75x24mm, 2.5x24mm and 4.0x12mm, overlapping in unspecified locations within the lm, lad and lcx. The lesion was postdilated with a 4.0x12mm quantum maverick balloon. No patient complications were reported with the patient's current condition listed as "stable".